Manufacturer narrative:
The investigation of hemolysis and thrombus has been completed. The cause of the hemolysis issue was biomaterial, based on return product investigation and data log review. As the necessary information was not provided, the root cause of the thrombus was not determined.

Event description:
The complainant reported that the impella 5.5 had impella in aorta alarm with spike of motor current and left ventricle (lv) waveform. Impella flows and waveforms were consistent with flow saturation. The impella 5.5 was confirmed in proper position. Later in the morning, the patient¿s urine turned dark red. Another echocardiogram was requested to assess lv thrombus. The impella 5.5 was exchanged for right axillary impella replacement. The procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The investigation into the saturated flow has been completed. However, the investigation into hemolysis and thrombus is pending. The impella pump was returned for investigation. No physical abnormalities were reported on the returned pump. Biomaterial was flushed out while the pump was run in a bucket of water for flow testing. The pump flow was within limits. According to the clinical report, placement signal not reliable alarms was triggered, and there were no issues with motor current or pump flow at the start of the case. After 14 days, a good pump position was confirmed during a reported saturated pump flow. The pump was then explanted. The data log showed similar trending placement signal and optical signal parameters (snr and contrast) while running at a higher p-level (p8), with reported low pump flow. This trend returned to normal after reducing the p-level. A motor current spike was reported at the end of the case run, followed by saturated pump flow. The root cause of the saturated pump flow issue was biomaterial, based on return product investigation and data log review. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation for the optical signal issue has been completed. The data log shows similar trending placement signal and optical signal parameters (snr and contrast) while running at a higher p-level (p8), with reported low pump flow. This trend returned to normal after reducing the p-level. A motor current spike was reported at the end of the case run, followed by saturated pump flow. The root cause of the optical signal issue was patient condition related, based on return product investigation and data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. G1 updated with correct MDR reporting contact email h.6. Medical device problem code revised to include 2917 device sensing problem from the initial manufacturer device report number 1220648-2024-18402.

Event description:
It was reported that the device exhibited a systolic placement signal. No further information provided.